Event description:
It was reported the patient experienced overstimulation when the mts amplitude ramped out of control twice during the trial period. With the first incident, the device gave an error message. With the second incident, it was reported the stimulation was so strong it caused the patient to loose balance and fall. It was reported the sjm representative met with the patient and replaced the external device. It was reported the patient completed the remainder of the trial successfully.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.